Manufacturer narrative:
Device evaluation update: results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to establish the exact root cause as the issue is no longer reproducible. Performed all calibrations and passed all tests according to factory specifications.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. The customer requested for counter reset in ivista made. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us having blue screen issue during pre testing prior patient use. Furthermore, there was no patient associated with the event.